Event description:
The customer reported via phone call that they had a motor error alarm. It was also found the customer had a no delivery alarm while attempting to bolus. Customer's blood glucose was 1000 mg/dl at the time of incident. Customer also reported receiving a motor position encoder error alarm. The customer also reported they were hospitalized on 06/27/2015 when their blood glucose declined to 20 mg/dl. The customer reported experiencing a high blood glucose of 1000 mg/dl before reaching the low. Customer was treated with dextrose and two IV bags. The customer also stated they were unable to prime the insulin pump, leading to the hospitalization. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in alarm history screen. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unable to complete functional test including basic occlusion, occlusion, prime, and excessive no delivery alarm test due to motor error alarm. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.